Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right atrial (ra) lead exhibited noise and oversensing resulting in an inappropriate atrial tachy response (atr) mode switch. Boston scientific technical services (ts) discussed that the noise appeared consistent with oversensing related to the minute ventilation (mv) feature and recommended programming the respiratory rate trend (rrt) feature off. No adverse patient effects were reported. Atrial sensitivity was decreased and resolved the oversensing. This product remains implanted and in service.